Manufacturer narrative:
The console was not returned for analysis. However, the console was serviced by a field service engineer (fse). During evaluation, all the console boards were restarted and verified for same software version. The evaluation was not able to replicate the reported error code 521 (language initialization failed). The console evaluation did identify a problem with communication. The console was updated passing functional testing and left working properly. Based on service completed, there was no damaged identified that could have caused or contributed to the reported event.

Event description:
It was reported that during a photo selective vaporization of the prostate, the fiber was not recognized by the console. The console was tried with another fiber and error code 521 (language initialization failed) occurred. The console stopped working. There were no patient complications; however, the procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.